Event description:
During a procedure the portion of the distal tip of a se electrode broke off into the pt's body. All was retrieved and the case was concluded successfully without further incident or harm to the pt.